Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, explanted: product type: lead. Product ID: 3389s-40, lot# va0074j, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a minimal intraventricular hemorrhage (ivh). It was noted that the patient had the event at stage 2 of the implant procedure. Interventions included medical or non-surgical therapy including in-patient observation and management on (B)(6) 2012. Diagnostic methods included a CT scan on (B)(6) 2012 without contrast and the result was a mild ivh. A second CT scan without contrast was performed the next day and the results were mild ihv was unchanged without hydrocephalus. The next day, a third CT scan without contract was performed and again there was no change in ivh. Three days later, on (B)(6) 2012, a fourth CT scan without contract was performed and the result was the ivh decreased in size and only minimally remained. The etiology of the surgery/anesthesia was possibly related to the device or therapy and possibly related to implant procedure. Signs and symptoms included a transient change in mental status with blood pressure decrease. The severity was moderate and resulted in in-patient hospitalization. The outcome was resolved without sequelae on (B)(6) 2012. Additional information received reported that it was not an adverse event and was an expected occurrence during surgery.